Event description:
As per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were implanted. The regurgitation was reduced from massive to moderate. One year and eight months after the procedure an slda was observed of the second implanted pascal ace during evoque screening and the grade of regurgitation was severe.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per new information received, the patient is scheduled to have the evoque procedure.

Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (impact code).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (type of investigation and investigation findings).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Due to limited information on the slda, pointing out any pre-existing patient conditions, procedural factors or imaging related issue, a definitive root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.